Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of green corrosion in the controller's bulkhead connection was unable to be confirmed; however, the reported event of the controller being exchanged was confirmed via log file analysis. A review of the submitted log file, extracted from the controller that was exchanged to, contained data spanning approximately 3 days (21sep21, 1jan01, 25jul22 - 26jul22 per timestamp). The driveline was connected on 25jul22 at 11:15:48 to complete the controller exchange. All of the captured data appeared to show the system controller operating as intended. No notable alarms were active in the log file. The heartmate ii system controller (s/n: unknown) was not returned for analysis. Per the provided information, the controller was exchanged during a perc lead repair. No photos were submitted for review. Additionally, no alarm was associated with the event. Multiple attempts were made to obtain additional information from the customer regarding why the controller was exchanged, photos of the fluid ingress, and the serial number of the controller; however, no additional information was provided. A root cause of the reported events was unable to be conclusively determined through this analysis. Heartmate ii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records could not be reviewed due to the serial number of the system controller being unknown. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-12542. It was reported that the driveline connection to the heartmate ii system controller had visual moisture damage. When the driveline was removed, there was green corrosion in the controller's connection. Also, the driveline's bend relief had a slit in it. A request was made for a partial driveline repair. The external percutaneous lead was repaired on (B)(6) 2022 at approximately 7 inches from the exit site. No issues were noted after the patient was back on the grounded patient cable. On (B)(6) 2022 another log file was submitted for review. The log file revealed a controller replacement on (B)(6) 2022 which occurred during the driveline repair. A driveline fault occurred at around 1120 during the lead repair. Otherwise, the log file captured routine events, there were no additional alarm conditions or parameter changes. The pump appears to be functioning as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed